Manufacturer narrative:
Test sample 37 of sku 10013365-0006 failed iso-8536 50 kpa air leak testing. Subsequent leak testing confirmed that the leaking originated from the spike hub and spike port, more specifically where the spike hub wall meets the spike port. 1/59 samples failed, doubled sampling plan and no additional failures noted. Defective sample sent to tj for investigation. Defect record awaiting qn # or investigation # for traceability. Device history record review for model 10013365-0006 lot number 22085920 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31aug2022. Qn #200352045: eumdr leak defect record - this was created in response to this complaint and the r&d testing done by internal bd sources.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd smartsite add-on bag access device was damaged the following information was received by the initial reporter with the verbatim: eumdr/ smartsite bag access device dv failures - 1 sample sku 10013365-0006 failed iso-8536 50 kpa air leak testing. Subsequent leak testing confirmed that the leaking originated from the spike hub and spike port, more specifically where the spike hub wall meets the spike port.